Event description:
A report was received that the patient had an infection at the pocket site from a previous surgery. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the physician believed that the infection was not device related and it was maybe due to the previous revision procedure. Symptoms of infection included swelling and leakage at the ipg site. The antibiotics that were prescribed were bactrim and ceftin. The infection had cleared up and patient is doing well.

Event description:
A report was received that the patient had an infection at the pocket site from a previous surgery. The patient was prescribed antibiotics.